Event description:
It was reported that the patient received inappropriate hv therapy when the atp therapy accelerated the rhythm to the vf zone. The device was reprogrammed and the patient had a successful vt ablation.